Event description:
Healthcare provider called to report a left side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified a device appears to be intact but, in the photos, only see the biological tissue. Devices labeled by left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side rupture discovered during surgery. The device has been explanted.

Event description:
Healthcare provider reported left side capsular contracture, baker grade IV and rupture. The device has been explanted and replaced.